Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. A root cause could not be determined as the problem reported by the customer could not be duplicated. The valve functioned correctly. This could be due to the pre-investigation and steam sterilization done in (B)(4), but this could not be determined. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further acton is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that due to enlarged ventricles, an unsuccessful attempt was made to re-program the device. As a result, the surgeon suspected and occlusion and revised the valve.